Event description:
Pt had a left tka on 9-28-2011, pt had been doing well up until 6 months, pt came into doctor's office complaining about pain in left knee, x-ray showed medial tibial subsidence, doctor opted to do a tibial revision to fix the patient's issue.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding baseplate subsidence involving a triathlon baseplate was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as pre- and post-operative x-rays, pre- and post-operative reports, progress notes, and patient history are needed to complete the investigation for determining the root cause.

Event description:
Pt had a left tka on (B)(6) 2011, pt had been doing well up until 6 months, pt came into doctor's office complaining about pain in left knee, x-ray showed medial tibial subsidence, doctor opted to do a tibial revision to fix the patient's issue.